Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported complaint and replaced the vio integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. Isi did receive the iesu to perform failure analysis (fa). Fa was able to confirm via system logs and reproduce the customer reported complaint during in-house testing. Upon visual inspection, no issues were found that would be related to the reported event. During the system test unit displayed c-34. As a result of these findings, the root cause of the reported event happened in the field c-34 high voltage.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure that a fault occurred when firing monopolar energy. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and found repeated c-34 errors. The customer swapped ports and instruments and the erbe generator still faulted. The tse had the customer perform a hard power cycle of the erbe and the issue persisted. The customer stated they were going to finish the case without monopolar energy. The customer requested that an isi field service engineer (fse) contact them as soon as possible. The tse suggested using a force triad generator with the activation cable, which they did not have. The tse also suggested using another bovie with the pedals in front of the console pedals as a last resort. There were no reports of patient injury. Intuitive surgical, inc. (Isi) received the following additional information via follow up: no faults occurred prior to the procedure; only during the case.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause of the reported issue can be attributed to a fault on a component or module within the vio integrated electrosurgical generator unit (iesu).